Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. A sample was received to perform an investigation. A visual inspection of the returned warmer found wear and tear damage to drain fitting, enclosure, water tank cover, front cover, and line cord. Functional testing was performed by filling the reservoir with water, attaching the temperature check to hotline, plugging in the line cord, and turning on the power switch to perform safety and electrical testing. The reported problem was confirmed. The reported root cause was found to be there was leakage coming from the water tank cover. To resolve the problem, preventative maintenance was performed. Replaced water tank cover due to leaks. Replaced drain fitting, enclosure, front cover, line cord, reflux plug, and switch label due to visual damage. Replaced interlock block due to stripped screw holes. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a smiths medical fluid warmer was leaking from gasket. No patient involvement